Manufacturer narrative:
The patient was initially implanted on (B)(6) 2015. The device was removed and the patient was implanted with a new precice nail, without incident. To date, the patient is doing fine and no negative outcomes were reported. A DHR review revealed that the device met all the required quality inspections and was released within specifications.

Event description:
A distributor alleged that after approximately two (2) weeks of implantation, a patient's precice nail did not appear to be lengthening and was removed.